Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used in the esophagus during an endoscopic retrogade cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, the distal tip of the catheter broke and the balloon went up into the gallbladder. The broken piece was retrieved with biopsy forceps. The procedure was completed with another extractor pro rx balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the catheter shaft was found to be broken into two pieces and the point where the catheter was broken, the shaft was also found to be stretched. Functional analysis could not be performed due to the condition of the device. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used in the esophagus during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, the distal tip of the catheter broke and the balloon went up into the gallbladder. The broken piece was retrieved with biopsy forceps. The procedure was completed with another extractor pro rx balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.